Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the knob wire (k-wire) could not slide due to breakage of ¿k-pipe stopper pin¿ . The event can be detected by following the instructions for use (IFU) which state: ¿3.2 inspection of the endoscope¿ inspection of the forceps elevator mechanism. 1. Move the elevator control lever slowly all the way in the opposite direction of the ¿ u¿ direction. 2. While observing the forceps elevator at the distal end of the insertion section, slowly move the elevator control lever in the ¿ u¿ direction until the operator feels heavy. Confirm that the lever can be operated smoothly and that the forceps elevator is raised smoothly. Also confirm that the forceps elevator remains stationary when pushed from behind while holding the elevator control lever stationary (see figure 3.5). 3. Move the elevator control lever slowly all the way in the opposite direction of the ¿ u¿ direction. Confirm that the lever can be operated smoothly and that the forceps elevator lowers smoothly (see figure 3.5) olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the forceps elevator did not move up or down due to a broken stopper pin in the forceps pipe. As a result of this broken component, it was also observed that there was guide wire tension, causing a lack in smooth operation. Additionally, the catheter movement was too light. Upon further inspection, it was observed that the plastic distal end cover had dents and scratches. It was also observed that the glue of the bending section cover had a crack. Lastly, it was observed that the light guide lens had a tiny chip at the edge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii duodenovideoscope elevator does not operate up or do and the bending rubber deals are gray. There was no patient/user harm or injury reported due to the event.